Manufacturer narrative:
Article website: http://ine.sagepub.com/content/21/4/434. Long off label use: treatment of vertebrobasilar fusiform (vbf) aneurysms. The pipeline¿ embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. Other serious adverse events from the same article was reported in the following mdrs: case#1 (MDR# 2029214-2015-00904); case #2 (MDR# 2029214-2015-00905); case#3 (MDR# 2029214-2015-00907); case #4 (MDR# 2029214-2015-00903).

Event description:
Medtronic (covidien) received information through literature review that a patient experienced ischemia post pipeline procedure. The patient was treated for a giant aneurysm located in holobasilar artery and bilateral vertebral arteries. One ped device, 3 intravascular stents, and coils were used in attempt to sacrifice of the vertebral artery but immediate ischemic insult prevented the authors from observing the risk of long term recurrence. In this paper, the authors retrospectively reviewed four patients treated with peds for vertebrobasilar fusiform aneurysms between (B)(6) 2012 to (B)(6) 2014. Citation: ahmed o, storey c, kalakoti p, et al. Treatment of vertebrobasilar fusiform aneurysms with pipeline embolization device. Interventional neuroradiology 2015, vol. 21(4) 434-440.